Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 5. The valve was hydrated for 24 hours. The valve was visually inspected: at the distal end of the valve a small piece of peritoneal catheter is still attached to the valve the catheter shows signs that it has been torn/cut, it is possible that a sharp object has come into contact with the catheter. Review of the history device records was not possible as the lot number was unknown. The root cause for the damage catheter could be due to a sharp or pointed object coming into contact with the catheter, this however could not be determined. As noted in the IFU silicone has a low tear and cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a female with inph on (B)(6) 2016. At the postoperative exam, the abdominal catheter was found broken at the connection part with the valve. The abdominal catheter and the valve were replaced with 82-8806 on (B)(6) 2016. The patient is currently being monitored. No information is available on settings.